Manufacturer narrative:
Initial reporter not known at the time of reporting. H3,h6) no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system began recognizing the registration probe with the instrument tracker as a microdebrider. The microdebrider was unplugged from the system but the registration probe would not reverify. The site rebooted the system and the issue still occurred. The site switched to a fusion system and the system struggled to verify the registration probe and did not track well, the site switched to use a straight probe and the site was able to successfully continue with the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative (rep) there were no issues verifying instruments. The rep spoke with a frequent user health care professional and they stated they have had no more issues with any instruments.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system began recognizing the registration probe with the instrument tracker as a microdebrider. The microdebrider was unplugged from the system but the registration probe would not reverify. The site rebooted the system and the issue still occurred. The site switched to a fusion system and the system struggled to verify the registration probe and did not track well, the site switched to use a straight probe and the site was able to successfully continue with the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.